Manufacturer narrative:
The black plastic piece was not returned with the hydrosurg irrigator. Visual and functional evaluation of the subject product found no evidence of black foreign matter on or in the device. All device components were visually inspected and no damage or material deformation were found and no manufacturing anomalies were found. At this time, the origin of the black plastic piece found in the users irrigation fluid basin cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the or staff was preparing the hydrosurg irrigator for use when a small black plastic piece was found in the irrigation fluid bowl upon priming the device tubing. The device was removed from the or and another hydrosurg was set up and used to complete the case. The contact did not think the black plastic piece was a detached component from the device. There was no patient involvement reported.